Event description:
Boston scientific received information that this right atrial (ra) lead had a conductor fracture resulting to dyspnea and heart failure. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.